Event description:
It was reported by the customer that the device ac mains light is not illuminated and the battery is not charging. There was no patient use associated with the reported failure.

Manufacturer narrative:
(B) (4): the device was evaluated by a field service representative and the reported failure was verified. The power supply assembly was replaced and then proper device operation was observed through functional and performance testing. The device was returned to the customer for use. Physio-control further evaluated the replaced assembly. The root cause of the reported problem was determined to be due to a failure of the eos power supply module. Transistors q1, q2 & q6 shorted, fuse f1 was open, resistor r4 was overheated.